Manufacturer narrative:
(B)(4). (Surgical time was extended by thirty minutes or more) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, when the stapler was used to resect the appendectomy, the stapler was able to fire, the staple line was incomplete. Another type of device was used to fix the staple line and to control the bleeding of not more than 500cc. The surgical time was extended by thirty minutes or more. There was no patient injury.